Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon initial attempts at placement poor sensing and high pacing thresholds were observed. After being repositioned several times, the helix was no longer able to extend. An alternate lead was attempted exhibiting similar behavior with helix retraction issues. The procedure was ultimately completed with the implant of a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis did not identify any other characteristics that would have caused or contributed to the reported clinical observations.